Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer experienced high blood glucose level. The insulin pump gave a basal blocked alarm and currently blood glucose was high at 23.9 mmol/l. The customer's high blood glucose treated with bolus on insulin pump and insulin pen. The customer's blood glucose level today was 17 mmol/l and then it went up to 21 mmol/l. It was also reported that troubleshooting was performed for insulin flow block alarm and insulin was exited after fill cannula and prime. It was stated that customer was not using auto mode feature on insulin pump. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.